Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire medical was able to verify the reported issue. The suspect device was returned for investigation. Vyaire medical received ltv unit p/n 18888-001-99 s/n (B)(6). A visual inspection of device was performed and found scuffing/dent on rear weldment assembly from mounting/normal usage, damage to label. No further indications of damage, misuse, or contamination were found. Ltv was supplied with power supply unit and sprintpack power manager with 2 li-ion battery packs. Batteries were found installed in the opposite orientation. Charge status of each battery was checked and were found to be depleted. Batteries were properly installed into sprintpack power manager and ac power was supplied with customer unit. The reported complaint was able to be duplicated. Sprintpack power manager was found to be defective, not responding to ac power input and not supplying passthrough power to ltv ventilator. Item is supplied by a third-party vendor, no schematic available to troubleshoot to component level. Customer li-ion batteries were charged using a known good sprintpack power manager and were found to be functioning properly. A duration test was performed, li-ion batteries were found to perform to requirement specifications. Internal battery was inspected and was found disconnected. A duration test was run on internal battery according to service manual procedures and was found to be performing below expectations due to deep discharge.

Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with the laptop 1200 ventilator turned off while the unit was on a patient. Unit was plugged in. Unit continuously flashes and alarm. Furthermore, there was no information regarding patient harm associated with the reported event. Equipment sequestered for evaluation.